Event description:
Device 2 of 2: reference MFR. Report: 1627487-2012-11330: it was reported the pt had heating at the ipg site with discomfort while charging the ipg. The pt had used fabric in between the charger antenna and the ipg and the issue had persisted. In addition, the pt reported the ipg area was sensitive, and she did not like the location of the ipg. The pt was scheduled for a follow up appointment with the physician regarding the issues.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation codes: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.